Event description:
The customer reported that the insulin pump alarmed no delivery during bolus. Troubleshooting was performed. The blood glucose reading at time of call was 330mg/dl, and he has treated with the insulin pump. The customer stated that the reservoir was not empty at time of the alarm and they are recurring. The customer stated that the fixed prime test failed and the insulin was not exiting. Instructed the customer to change the infusion set and performed once again the fixed prime test and failed. The customer stated that the cannula was not bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.